Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. The customer also stated that a second test was performed that same day by a doctor on an unknown sample, and it generated a negative result. Confirmation testing (platform unknown) was performed 3 days later on an unknown sample and generated a negative result (CT values not provided). No additional patient information, including treatment and outcome, was provided.